Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a hypoglycemic event that occurred on (B)(6) 2016. The sensor was inserted into the stomach on (B)(6) 2016. Patient reported they are rather thin. On (B)(6) 2016 the error reading symbol occurred for more than four hours. While patient was visiting family members, severe hypoglycemia happened and they managed the situation by themselves. No hospital care was needed. A sales representative from the distributor spoke with the patient some days after the event and everything was okay. No additional event or patient information was provided.